Event description:
Reportedly, the device would intermittently stop pacing and a service indicator would illuminate. According to the user facility medwatch report form: paramedics tried to use lifepac monitor/defibrillator on patient and machine read 'faulty'. Monitor failed. Patient was given atropine and was stabilized.